Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer initially reported that the device stopped working. No patient injury. Another device was used to complete the procedure. Upon receipt of the device, visual inspection noted one (1) broken and missing snap pin. Additional questions were extended to the site and they stated the snap was not in the patient cavity.